Manufacturer narrative:
The investigation determined that discordance was observed between vitros cov2tot results and vitros cov2igg results between samples from three different patients when tested on a vitros 5600 integrated system. The most likely cause of the non-reactive vitros cov2tot results was the presence of an interferent in the patient samples. Vitros cov2tot results were reactive when a nabt was used to remove interference. A cause of the discordant, higher than expected vitros cov2igg results for patient 2 was not established. The presence of an antibody interferent has been ruled out as a contributor to the event as the customer obtained a similar vitros cov2igg result from a sample treated using a nabt. A vitros cov2igg lot 0100 reagent issue is an unlikely contributor to the event, as historical quality control results for vitros cov2igg were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cov2igg reagent lot 0100. Furthermore, there was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event. Pre-analytical sample processing can be ruled out as a contributing factor, as it was established whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling is unlikely to have contributed to this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant, non-reactive vitros anti- sars-cov-2 total (cov2tot) results obtained from patient 1 and patient 3 when tested on a vitros 5600 integrated system. The non-reactive vitros cov2tot results were believed to be discordant based on reactive vitros anti- sars-cov-2 igg (cov2igg) results from the patients. Patient 2 is a discordant reactive cov2 igg result compared to the expected cov2tot negative result also tested on a vitros 5600 integrated system. Patient 1, vitros cov2tot results of 0.31 and 0.40 s/c (non-reactive) versus the expected result of reactive patient 2, vitros cov2igg results of 3.05 and 2.97 s/c (reactive) versus the expected result of non-reactive patient 3, vitros cov2tot results of 0.37 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot or vitros cov2igg results were not reported from the laboratory. Patient management was not influenced based on the vitros result and there was no allegation of patient harm as a result of this event. This report is number 3 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).